Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR. Report# 1627487-2014-2547. It was reported the pt's scs system was explanted due to the pt not liking the "buzzing" sensation experienced all the time. Additionally, it was reported reprogramming attempts did not provide resolution.